Manufacturer narrative:
Batch record review for the reported lot did not show any deviations or provide reason for patient's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from patient was tested and found to be within chemical specification, however, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.

Event description:
A female patient reported that she experienced "eye infections" after using complete moistureplus multi-purpose solution with her extended wear contact lens (she only wears a lens in one eye). Her eye became very red and she consulted an optometrist. A report from the optometrist confirms that he diagnosed a bacterial infection and corneal abrasion. He treated that patient with zymar (gatifloxacin) antibiotic eye drops. The patient recovered without sequelae. The optometrist indicated that his opinion regarding the relationship of event to product is "unlikely (<5%)". Root cause is unknown.